Event description:
It was reported that pump displayed malfunction alarm code malf 0 with fault ID 0x277d and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was provided reset instructions, successfully reset pump, confirmed malfunction did not recur, and was advised to continue using pump and call back if any malfunction code appeared again.